Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture (loc) on telemetry without pauses or syncope. Additional information indicates that there was no loss of capture or bradycardia. Furthermore, micro-dislodgement was confirmed by chest x ray following left arm movement one hour post-operation, resulting in elevated pacing thresholds. This rv lead was then explanted and replaced with a different model. No additional adverse patient effects were reported.